Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the old battery was thrown in sharps bucket.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.